Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Head set plaster did not last for 3 days. Head set plaster did not last for 3 days. The device has been returned.